Manufacturer narrative:
Patient information was unavailable. Other relevant device(s) are: product ID: 9735736, software version: (B)(4). A medtronic representative went to the site to test the equipment. Testing revealed that the system was performing as intended. The system passed the system checkout and was found to be fully functional. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system being used for a functional endoscopic sinus surgery (fess). It was reported that intra-operatively, the site was working through registration and the trace points and point merge were not showing up on the system. The surgeon attempted to trace three times and point merge once without success. Navigation was aborted and the procedure was completed with no impact to patient outcome.

Manufacturer narrative:
Clarification was received that the patient's weight is unknown. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional information: conflicting information was received regarding the patient's weight. It was reported as unknown and also 150 lbs. Follow-up is being conducted. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received additional information from a manufacturer representative that there was an estimated delay of 25 minutes due to this issue.

Manufacturer narrative:
A software analysis was initiated. However, the software evaluation found that a probable cause was unable to be determined. If information is provided in the future, a supplemental report will be issued.